Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray images finds no evidence that product error contributed to the reported allegations. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H6 clinical code: appropriate term / code not available (e2402) is used to capture unspecified infection (e1906).

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled the actis and corail femoral stems provide for similar clinical and radiographic outcomes in total hip arthroplasty, written by stephanie v. Kaszuba, bs, nancy cipparrone, ma, and alexander c. Gordon, md, published in hssj (2020) 16 (suppl 2):s412s419. The studys purpose was to compare the actis femoral components clinical and radiographic performance, including patient reported outcomes and radiographic evidence of osseointegration, subsidence, and stress shielding, to those of the established corail stem. The results of the short term study showed that the actis stem did not carry any increased risk of device-related complications over the corail stem, indicating it was a viable option for use in total hip arthroplasty. 330 patients were assessed, with 165 patients having received an actis stem, and 165 having received a corail stem, all paired with depuy pinnacle cups, femoral heads, and polyethylene acetabular liners, implanted using a direct anterior approach. Two week, 8 week, and one year post-primary follow-ups were performed uitilizing hip dysfunction and osteoarthritis outcome score for joint replacement (hoos, jr.) Surveys, and radiographs. Complications identified for each stem were: complication: ______________corail _____actis infection: _____________________3__________3 hip dislocation: ______________1__________0 rectus muscle tear: __________2__________0 intraop calcar fracture: ______2__________0 radiograph findings for each stem: findings: ____________________corail______actis subsidence:___________________1__________ 1 pedestal formation: __________9__________ 6 spot weld formation: ______ 130_______ 142 cortical hypertrophy: _________ 9________ 21 calcar rounding: ____________ 69_________ 67 calcar atrophy: ________________1________ 13 stress shielding: _____________ 20________ 11. Additionally, hoos, jr. Survey scores indicated that a rare number of patients in both stem groups (corail: 4, actis: 2) had poor results with respect to perceived pain and hip function. All six reported infections were treated with surgical irrigation & debridement (and oral antibiotics), with one of the corail hips also requiring revision of the head and liner at the same time, as it was a deep infection (also required 6-weeks of IV antibiotics and oral suppression). Treatments for the other complications were not provided. There were no reported periprosthetic fractures, issues of aseptic loosening, or implant fracture or disassociation. The patients within the study were not identified by individual case number or age/gender demographics. The bone molding features identified radiographically are captured as bone injury.